Event description:
Device 2 of 2. Reference MFR report: 1627487-2012-02403. It was reported the patient suddenly lost stimulation. She reported when she tried to restart her system, she felt a jolt in her ribs and her stimulation shut back down. She stated she had recently recharged her ipg without incident. No further information is available at this time as attempts to follow up with the patient have been unsuccessful.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.